Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon on this endotracheal tube was punctured. There was no patient involvement, and no patient harm reported. The issue was noticed during balloon check before placement.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, a tear was observed on the cuff of the tube, and the reported issue was duplicated. The probable cause of the tear is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.